Event description:
It was reported by service report that the left siderail panel was broken at the handle; the right inner and outer siderail panels were cracked in multiple locations; the nurse call pin connector at the headwall was hanging from the bed, and the footboard modules were popped out on the footboard. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: structurally cracked siderail panels. Footboard with popped out modules. Communication cord was missing screw jacks.